Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ia-2379, lightwave ablator, 90° angle, 3.2 mm x 150 mm, was being used during a bio acromion procedure on (B)(6) 2025 when it was reported, ¿it was reported by distributor that it was identified that the radiofrequency equipment used during the surgical procedure presented surface peeling, with energy leakage through the opening. Fragments were removed during the procedure.¿. The procedure was reported as having been completed as planned by using an alternate device. There was no report of delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and IFU; a possible cause of this event could be high power generator settings, or prolonged use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ia-2379, lightwave ablator, 90° angle, 3.2 mm x 150 mm, was being used during a bio acromion procedure on (B)(6) 2025 when it was reported, ¿it was reported by distributor that it was identified that the radiofrequency equipment used during the surgical procedure presented surface peeling, with energy leakage through the opening. Fragments were removed during the procedure.¿. The procedure was reported as having been completed as planned by using an alternate device. There was no report of delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.